Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the placement of a lead 5076-52, there were several issues including lead failure, high and unstable thresholds, and difficulty with placement. The spiral could not be screwed out, and the lead could not be fixed. Multiple sites were attempted to obtain ideal parameters, but the threshold test remained biased and unstable. Diagnostic testing and troubleshooting were performed, and the lead was ultimately attempted/not used. The product was explanted, and the original pacing lead was continued to be used without implanting a new lead. No patient complications have been reported as a result of this event.